Event description:
During a laparoscopic bipolar tubal sterilization, a fallopian tube was grasped with a bipolar coagulation forceps and tissue was cauterized. Following this, the jaws of the forceps could not be opened to release the tube. Multiple attempts were made to open the forceps, including additional power application, without success. A laparotomy was then performed to release the forceps and the case was completed. The pt was discharged on the second post-operative day.